Manufacturer narrative:
It was reported that the hot pack burst during activation. Reportedly, the patient activated the hot pack "with a twisting motion." The hot pack contents made contact with the patient's upper chest and left hand. These areas were reportedly flushed with water. The patient experienced a burn to her upper chest. She required allograft placement and unidentified pain medication. A sample was returned to the manufacturer for evaluation and a finger nail hole was identified to the top of the hot pack. Labeling on the hot pack includes a dotted line and instructions stating that the hot pack is activated by folding it in half. Due to the reported need for medical intervention, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that during activation, the hot pack burst and the patient experienced a burn.